Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination, the catheter broke and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day for the peritonitis. On an unreported date in (B)(6) 2011, a peritoneal effluent culture was done with unknown results. The nurse reported that the cause of peritonitis was the patient made a mistake/touch contamination. The patient reported that his catheter broke. Treatment was not reported. The patient was recovering from the event of peritonitis. Outcomes were not provided for the event of the patient made a mistake/touch contamination. The nurse did not comment on the event of the patient's catheter broke. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy. Causality was not provided for the event of the patient made a mistake/touch contamination and the patient's catheter broke. Following three attempts to contact the clinic on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2012, baxter was unable to obtain additional information pertaining to the product name, manufacturer, product code or lot number of the reported catheter. Patient injury reported: yes medical intervention required: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).